Event description:
Upon ICD interrogation, a waring message was displayed stating that the defibrillation system would be effective due to low shock impedance. Physician reportedly tried to deliver shocks through eps, but the shocks could not be delivered. Based on preliminary analysis results, a ventricular lead issue (non sorin one) was suspected and a re-intervention was recommended.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.